Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: failure to cross with a graftmaster is an issue known to require a second device or additional procedure. Device issue: failure to cross. It was reported that a perforation occured. An attempt was made to treat the perforation with 3.5 x 16 graftmaster stent; however, the stent did not cross the lesion. The perforation was sealed with a 3.5 x 12 mm graftmaster stent. No additional event or pt information is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering determined that the device was not returned for investigation and therefore, no complaint root cause can be identified. It is possible that the stent graft did not cross because of, but not limited to, the following: tortuous anatomy, the severely calcified vessels, presence of other devices e.g. Previously implanted stents. No device malfunction can be determined due to the lack of procedure and pt information and the lack of device investigation.